Event description:
I am reporting a compliance concern related to abbott's urgent medical device correction for freestyle libre 3 and freestyle libre 3 plus sensors (adc fa1002-2025), which abbott reported to the FDA. I experienced incorrect low glucose readings. Abbott later acknowledged this defect and associated adverse events. I submitted a refund request on (B)(6) 2025. Abbott verified my pharmacy purchase on (B)(6) 2025 and approved reimbursement for five unused sensors after I submitted photographs as requested. On (B)(6) 2026, abbott reversed part of the approved reimbursement and stated they would only reimburse four sensors, contradicting prior validation and approval. Customer service stated no further escalation was possible. I am requesting compliance review of this inconsistent handling of a known defective medical device and retroactive reversal of an approved claim. Pt code: 4582. Device code: 2460. Ref reports: mw5183839, mw5183840, mw5183841, mw5183842.